Manufacturer narrative:
E1: patient city: (B)(6). Patient country: gentilly cedex.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced infusion set leakage at connection with catheter/reservior on (B)(6) 2025. No further information available.